Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the ER due to multiple vibrations. Upon interrogation the device was in backup vvi. The device was restored to normal settings. No adverse consequences. Patient was in good condition throughout and was discharged.